Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was being moved to a more comfortable location due to discomfort at the pocket site. The cause of the discomfort at the pocket site was unknown. Indication for use included failed back surgery syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.